Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate high voltage therapy due to oversensing of noise. Furthermore, low pacing lead impedance was also noted. Subsequently, the lead was capped and replaced.